Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated over the course of the next few days she kept dosing additional insulin on her pump because of high readings on her cgm. It alarmed for high at one point (400 mg/dl) so she started checking her bg which read 600 mg/dl/high. Her meter reads up to 600 mg/dl then shows high. At this point she noticed that although the cgm and bg were both high, the cgm readings were inaccurate and markedly lower than the bg. At one point the gcm read 300 mg/dl but the bg read 600 mg/dl/high. The cgm dropped a few times, to 388 mg/dl and 322 mg/dl but the bg continued to be much higher. She normally takes 40 units of insulin per day but from (B)(6) 2019, she took 180 units trying to get the glucose levels down. She drank large amounts of water to try to decrease the levels. She kept trying to eat normal meals but was vomiting, unable to keep food down, and felt she was going into diabetic ketoacidosis (dka). On (B)(6) 2019 emergency medical services (ems) was called and when they arrived her bg was 752 mg/dl. She was transported to the hospital. At the hospital her bg was over 700 mg/dl and the cgm was reading 400 mg/dl, so they immediately removed the sensor as they felt it was inaccurate. During the hospitalization she had to have an insulin drip for three and a half days in order to get her glucose levels down. She was in the hospital 4 days, from (B)(6) 2019. At the time of contact she was feeling well, although her glucose levels were still high (390 mg/dl; unspecified whether this was bg or cgm). No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.